Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: outflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: outflow cannula. Specific component(s) involved: outflow graft malfunction/malposition. Additional text: thrombus. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of outflow graft; replacement of pump. Other intervention : implant device type: lvad